Event description:
Heath care professional reports two fiber leaks noted by blood in the dialysate compartment during the middle of patient treatments. New disposables were used to continue the treaments without incident. Estimated blood loss was reported as 250cc per incident. Both incidents occurred on 3rd reuse of dialyzers. The health care professional reports no patient injury or need for medical intervention.